Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an ins removed due to infection at the ins site. No device issues were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that there was tissue "coming down to the womb" and they had problems so she went to the healthcare professional (hcp). The patient said the infection with the ins was back in 2011 in the "womb pocket" or the "battery pocket". The patient stated that they went to the hcp, and they did an allergic culture and they were waiting for that to come back, and so they sent they patient to another hcp. The patient said the hcp told the patient that they had an infection. The patient said when they had this infection, they did an emergency surgery the next day to take the ins out. The patient stated that this was a staph infection down to their spinal cord. The patient said the treatment was synchro medicine at the tip line of the infusion for 6 weeks. The patient stated that they didn't think anything led to the infection, but the infection had resolved. The patient said they didn't have the ins implanted and that the hcp was thinking about putting the ins back in, but did not state it would for sure happen; the patient later reported that they did insert a new battery. No further complications were reported.